Event description:
It was reported the customer had a no delivery alarm on their insulin pump. Customer stated they were in the process of training with their insulin pump. It was also found the customer was unable to prime and rewind their insulin pump. The customer reported a bent cannula upon removal of their infusion set. Customer's blood glucose was unknown. It was found the customer had a block feature activated on their insulin pump. Customer was able to successfully prime their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.